Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was sometimes shoots or squirts insulin out of the infusion set when you prime it, instead of just dripping out. The customer¿s blood glucose level was unknown. Customer stated that insulin pump had button did not always respond when first press them. Customer stated that when they change the batteries, the insulin pump rejects the new battery you put in. Customer stated that they hears grinding noises different from the normal rewind noises. Customer reported that they received occasional unexplained and random no delivery alarms which results in infusion set change and insulin pump rewinds slower than it has in the past. The insulin pump will not be returned for analysis.